Manufacturer narrative:
Upon receipt, the device interrogation revealed the battery status eos, detected on (B)(4) 2017. The device was implanted for 98 months. An amount of 37 charging cycles was documented. The memory content of the ICD was inspected, revealing a normal current consumption of this device. However, the amount of charge taken from the battery was verified and the battery condition was not as expected. Therefore, the ICD was opened and the inner assembly was inspected. The visual inspection of the inner assembly showed no anomalies. In a next step, the electronic module was attached to an external power supply and the eos status was removed with a technical programmer to check the functionality of the electronic module. The measured current consumption was normal and as expected. There was no indication of a malfunction, particularly all therapy functions were available and worked as expected. The battery was sent to the manufacturer for further analysis. The manufacturing records of the battery were inspected, documenting that the battery parameters were within specification during the battery manufacturing. No anomalies were documented during the production process associated with this battery. The visual inspection of the battery did not reveal any external signs of damage. In a next step, the battery was opened for destructive analysis. During the analysis of the inner assembly elevated internal battery impedance was identified. It is reasonable to assume that the increased impedance has led to a voltage drop and therefore to the clinical consequence. In conclusion, the device was implanted for 98 months. The therapeutic functionality of the device was tested with an attached external power supply and proved to be fully functional. Further investigations revealed elevated battery impedance as the root cause of the clinical observation. Biotronik will monitor closely if complaints received in future point towards a common root cause. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.

Event description:
On (B)(6) 2017 the device battery was 2%. On (B)(6) 2017 hmsc alerted the device hit eos, without indicating eri. The device was explanted and replaced.